Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured at 6 atmospheres on the fifth inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The coyote es was received with a coyote es shelf box, carrier tube/hoop and an unidentified guidewire. The guidewire was in the wire lumen of the catheter, protruding 44.5 cm from the hub/manifold of the device, as-received. There inner shaft within the balloon was bunched-up. The distal tip of the catheter was damaged. Magnified inspection revealed a hole in the outer shaft 3cm proximal of the proximal weld/bond. There was no evidence of any product quality deficiencies contributing to the damage. There was no damage to the balloon that would be consistent with balloon burst but the hole in the outer shaft is generally consistent with the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured at 6 atmospheres on the fifth inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.